Event description:
Further follow-up revealed that the patient underwent revision surgery on (B)(6) 2013. It was reported that the lead was just tangled and that when the lead was untangled and a new generator was placed diagnostic testing was within normal limits. Attempts to have the generator returned to device manufacturer for analysis have been unsuccessful to date.

Manufacturer narrative:
Information suggests that the lead pin was not fully inserted into the generator header and that the lead has not malfunctioned; therefore the product will be changed.

Manufacturer narrative:
Manufacturing records were reviewed. Review of manufacturing records did not reveal any anomalies.

Event description:
Follow up was performed and it was indicated that the patient had experienced a slight increase in seizures and his medications were increased. Since the hospitalization, the neurologist had not heard from the patient's mother. The increase was believed to be related to the high impedance. A review of the design manufacturing records of the patient's implanted lead and generator was performed and no anomalies were noted. The patient has been referred for revision; however surgery has not occurred to date.

Event description:
It was reported that a patient presented high lead impedance during diagnostic testing at a routine office visit on (B)(6) 2012. During diagnostic testing, the impedance value was found to be high (>10,000 ohms). The patient's last known diagnostics were performed on (B)(6) 2012 and at that time, the impedance value was 3407 ohms. The patient is said to be very active and had recently run into a tree. Additional information was received indicating that no trauma had taken place and the patient was not in any pain or discomfort. The patient's device had not been programmed off and x-rays will not be taken as the surgeon did not think they would be useful. The patient is said to not have been experiencing any increase in seizure activity as it is believed that the patient is still receiving some amount of therapy from the vns device. The physician had not been able to get in contact with the patient to arrange surgery or have the device programmed off. Clinic notes were received on (B)(4) 2012 from the office visit on (B)(6) 2012 where it was stated that the patient has one seizure that was described as generalized tonic-clonic on a daily to every other day basis however the seizure control was said to have improved with the vns. The notes also provided diagnostic results which were 0.2 ma/high/>10,000 ohms/ifi=no indicating that the device was not at end of service and high lead impedance was present. The patient's device was programmed to 1.5 ma/20 hz/250 usec/21 seconds on/1.8 minutes off. The patient's programming history available in the in-house programming database was reviewed however the data ended on (B)(6) 2011 and no high lead impedance was observed however this test was performed on (B)(6) 2011. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming and device diagnostic history performed. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Information was received from the surgeon's office which indicates that the patient did not have their generator or lead explanted on 05/13/2013. This is confirmed by the presence of programming sessions (B)(6) 2015. The patient did have surgery to untangle the lead. The generator is still implanted in the patient. Current diagnostics show that after the surgeon untangled the lead impedance was within normal limits. No other relevant information regarding the high impedance has been received to date.

Manufacturer narrative:
Supplemental MDR #5 inadvertently did not report/mention the migration of the generator.

Event description:
During the surgery on (B)(6) 2011, the surgeon noted that the generator had migrated significantly and was twisted within the pocket with the excess connecting lead also tightly twisted.

Event description:
Operative notes were received from the patient's surgery on (B)(6) 2013. The notes indicate that the surgeon observed that the excess connecting lead had become tightly twisted and there was significant scarring in the subcutaneous pocket. There were also notable kinks in the lead body in the subcutaneous pocket. The surgeon then removed the generator from the pocket with the lead still connected and untwisted the lead. After untwisting the leads the surgeon performed system diagnostics and saw that the patient¿s lead impedance was within normal limits. The physician stated "untwisting the device within the pocket and freeing up the excess connecting lead likely resulted in it functioning again" system diagnostics were again performed and showed that the patient¿s lead impedance was within normal limits. The patient's generator was then programmed on. No additional relevant information has been received to date.

Event description:
Manufacturing number 1644487-2016-02812 discussed the low output current message seen due to the high impedance reported in this report. Decoder information was reviewed from the patient's generator. The lead impedance was observed fluctuating between high impedance and normal impedance values. No other relevant information has been received to date. No surgery has occurred to date to replace the patient's lead.

Event description:
The patient seizure activity has increased significantly. The patient's device was then disabled and an additional report was received indicating that the patient had five seizures a few days after the disablement. The patient sought treatment at an emergency department. The physician attributed the increase to the lead break and the low battery of the patient's generator. The patient's lead and generator were later replaced. The explanted devices have not been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: supplemental MDR #8 inadvertently omitted information known prior to submission of the MDR; the product had been received. Device available for evaluation?, corrected data: supplemental MDR #8 inadvertently omitted information known prior to submission of the MDR. Device evaluated by MFR?, corrected data: supplemental MDR #8 inadvertently omitted information known prior to submission of the MDR. Evaluation codes (refer to coding manual), corrected data: supplemental MDR #8 inadvertently omitted information known prior to submission of the MDR.

Event description:
The explanted lead and generator were received and are undergoing product analysis.

Manufacturer narrative:
(B)(4).

Event description:
Product analysis was completed on the explanted generator. Product analysis verified that a battery life indicator had been triggered (ifi=yes). Multiple electrical loads were attached to the pulse generator and the results of the diagnostics tests showed impedance within expected limits for each load. The generator was placed in simulated body temperature environment and its output current monitored for 24 hours. The generator provided the expected output current for the entirety of the monitoring period. Electrical testing confirmed that the generator performed according to functional specifications. No anomalies were identified. Product analysis was completed on the suspect lead. Setscrew marks were observed on the lead pin, indicating a good electrical and mechanical connection between the lead and generator at one point in time. Product analysis was unable to verify a lead fracture. However, a large portion of the lead body as well as the electrode array were not returned, which means a complete evaluation on the lead could not be performed. The condition of the returned lead portion was consistent with conditions typically found after an explant procedure. No anomalies were identified. No further relevant information has been received to date.